Event description:
It was reported that the patient was hospitalized due to hypoglycemia after the patient's personal diabetes manager (pdm) gave an incorrect amount of insulin. The patient reportedly entered in 5 units to be delivered, but the device delivered 26 units. No specific treatment information was provided. The patient was discharged after 3 days.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.